Event description:
Reporter indicated that vns pt has recently experienced an increase in seizure activity above pre-vns baseline. Pre-vns implant, the pt experienced one seizure every 48 hours and pt has now experienced three seizures in one day. It was reported that the pt has had an increase in anxiety since the family has just moved to a new home. The pt's family member also indicated that the pt has recently developed ear pain and has started touching their neck incision and saying that "its hot". The pt reportedly has some swelling behind their left ear and has recently experienced difficulty swallowing vitamins.